Manufacturer narrative:
All buttons and sealant were observed to be in the manufactured position upon receiving. Visual inspection of the returned device revealed that there was no saline in the balloon. The balloon's distal tip was severely inverted, which indicated excessive tension was applied during pull back. The balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified in a go/no go gauge to be within specification. Based on the information provided and the investigation performed, the root cause of the device pull through could have been incorrect prep of the balloon. Per the mynx ace instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and result in the balloon pulling through the arteriotomy. The root cause of the hematoma could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).

Event description:
The following information was reported: the device was prepped without issues. There were some issues advancing in the sheath. On pull back, the balloon pulled through still fully inflated. The indicator was showing white, black, white. A hematoma (6 cm or less) formed as they lost sheath access when the balloon pulled through. Manual pressure was held for 15 minutes. The patient was noted to be okay and not hospitalized. Doctor's opinion: the event was caused by the mynx device/mynx procedure because the balloon failed to maintain temporary hemostasis. Procedure type: diagnostic coronary vessel size: 6 mm stick location: medium.